Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was unknown. The diabetes therapy consultant stated that she had unexplained no delivery alerts, cracks on the pump, condensation on the screen and frequent battery changes. She had to restart and rewind several times. She also stated that the pump was slow to prime and alarmed no delivery during priming and would need to restart. She also stated that the act button was sticking. The insulin pump was not returned for analysis.